Manufacturer narrative:
Evaluation conclusion: only the replaced component was returned to the manufacturer for evaluation.

Event description:
The manufacturer received information alleging the ventilator's active exhalation control module was not functioning correctly. The device was not in patient use. During the evaluation of the device at a third party service center, the active exhalation control module was replaced to address the issue. The active exhalation control module only was returned to the manufacturer's product investigation laboratory for further investigation. During the investigation, the root cause of the active exhalation control module failing was due to the proportional valve being stuck open.